Manufacturer narrative:
On (B)(6) 2024, philips received a customer feedback form from uksh aör campus kiel, reporting that the collimator detached while an operator was adjusting the x-ray tube to the wall stand position. There was no report of injury or harm. A philips service engineer promptly visited the site to conduct an inspection and determined that the cause of the collimator's detachment was due to improper installation. Philips' investigation revealed that the collimator is designed to be installed on the x-ray system using four sets of screws, requiring the lock bars of the collimator to be securely tightened against the mounting flange for proper attachment. Failure to do so can result in the collimator falling off. Specifically, the correct installation procedure involves positioning the lock bars of the collimator in an overlap with the flange and then tightening the four screws. However, the service engineer applied an incorrect method, where the lock bars merely touched the edge of the flange before tightening the screws. This resulted in the collimator not being adequately secured to the flange, with the lock bars not in the required overlap position. Consequently, when the operator rotated the collimator from the table position to the wall stand position, the collimator detached. To rectify the issue, the service engineer reinstalled the screws, ensuring the collimator's lock bars were properly overlapped with the flange and tightly secured. This restored the device to normal operation.

Event description:
The issue reported was the collimator ralco p313/a fell down when the customer was adjusting the collimator, due to the fixing screws were not properly installed by the philips service engineer after the corrective maintenance. There's no allegation of death or serious injury. Our investigation concluded that the product problem would likely cause or contribute to a serious injury if this was to recur. Based on the available information, this issue has been determined to be a reportable event.

Event description:
The issue reported was the collimator ralco p313/a fell down when the customer was adjusting the collimator, due to the fixing screws were not properly installed by the philips service engineer after the corrective maintenance. There's no allegation of death or serious injury. Our investigation concluded that the product problem would likely cause or contribute to a serious injury if this was to recur. Based on the available information, this issue has been determined to be a reportable event.

Manufacturer narrative:
Note: we have not completed our final investigation of this event. We will file a follow-up emdr at the completion of the investigation. Internal cross reference: complaint pr# (B)(4).

Manufacturer narrative:
The complete investigation of this complaint is still ongoing. We will file another follow-up emdr at the completion of the investigation. Internal cross reference: complaint pr# (B)(4).

Manufacturer narrative:
(B)(6) 2025. During a retrospective review of this report, it was identified that the UDI information was inadvertently omitted. This follow-up submission is being made to provide the complete and correct UDI data. Following is the corrections made pertaining to emdr report number 3009529630-2024-00001 (4445591): product UDI: changed from "blank" to "(B)(4) sn (B)(6)"